Manufacturer narrative:
Insulin pump was received in with a missing drive support sicker, cracked reservoir tube, scratched lcd window and a damaged case.

Event description:
The customer reported that drive support cap was missing. The blood glucose reading was 140mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.